Manufacturer narrative:
RMA issued for field generator em mobile. Replacement part shipped (B)(6) 2011. Medtronic rep inspected returned part. Connected the emitter showed green status; checked 2 different probes and it tracks them both through the entire volume; ran for 2 hours, re-checked and volume remains good; passed a peg board with a max error of 2.254 mm. Part found to be fully functional.

Event description:
A site rep reported emitter appeared to be intermittent, only noted when the surgeon was changing instruments. The surgeon completed the ent surgery with the use of the fusion navigation system. There was no impact on pt outcome.